Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals in the alternate sensing vector. Boston scientific technical services (ts) was contacted and discussed that the inappropriate therapy and over-sensed noisy signals likely were the result of an electrode impairment. Provocative maneuvers and diagnostic imaging was recommended. The maneuvers were performed twice, but the noisy signals were only reproducible once. Electrode revision was recommended. The system was programmed to the primary sensing vector where no noisy signals were present. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Manufacturer narrative:
The returned s-ICD was thoroughly inspected and analyzed. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out-of-range measurements or interruptions in therapy output. Although the s-ICD and electrode operated appropriately in the laboratory setting, engineers suspect there may have been a problem with the electrode/s-ICD interface, resulting in transient changes in the impedance pathway of the sensing vector that utilizes the proximal sensing electrode (sense b). These changes in the impedance pathway may have contributed to the noise, oversensing, and inappropriate shock noted in the field; however, a definitive cause of this sensing behavior has not been determined.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals in the alternate sensing vector. Boston scientific technical services (ts) was contacted and discussed that the inappropriate therapy and over-sensed noisy signals likely were the result of an electrode impairment. Provocative maneuvers and diagnostic imaging was recommended. The maneuvers were performed twice, but the noisy signals were only reproducible once. Electrode revision was recommended. The system was programmed to the primary sensing vector where no noisy signals were present. Recently, it was stated that the recommended diagnostic imaging and provocative maneuvers were performed, but the noisy signals were unable to be reproduced. Ts was contacted again and recommended a complete s-ICD system replacement. The s-ICD system was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The system was received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals in the alternate sensing vector. Boston scientific technical services (ts) was contacted and discussed that the inappropriate therapy and over-sensed noisy signals likely were the result of an electrode impairment. Provocative maneuvers and diagnostic imaging was recommended. The maneuvers were performed twice, but the noisy signals were only reproducible once. Electrode revision was recommended. The system was programmed to the primary sensing vector where no noisy signals were present. Recently, it was stated that the recommended diagnostic imaging and provocative maneuvers were performed, but the noisy signals were unable to be reproduced. Ts was contacted again and recommended a complete s-ICD system replacement to resolve the event. At this time, the s-ICD system remains implanted and no additional adverse patient effects were reported.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received an inappropriate shock due to over-sensed noisy signals in the alternate sensing vector. Boston scientific technical services (ts) was contacted and discussed that the inappropriate therapy and over-sensed noisy signals likely were the result of an electrode impairment. Provocative maneuvers and diagnostic imaging was recommended. The maneuvers were performed twice, but the noisy signals were only reproducible once. Electrode revision was recommended. The system was programmed to the primary sensing vector where no noisy signals were present. Recently, it was stated that the recommended diagnostic imaging and provocative maneuvers were performed, but the noisy signals were unable to be reproduced. Ts was contacted again and recommended a complete s-ICD system replacement. The s-ICD system was subsequently explanted and replaced to resolve the event. The patient was stable with no additional adverse effects. The system is expected to be returned for analysis, but has not yet been received.